Manufacturer narrative:
Phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos with an intraocular lens (iol). In addition, the patient can see the actual optic rings in the dim light condition. The surgeon believes the patient cannot adapt to diffractive iol. The daily activities of the patient were significantly affected. They performed an explant with mono focal iol. There were no other surgical interventions required. Vision pre-operative: far: 0.8 near: j4 (decimal) and vision post-operative: far: 0.5 near: j2. Patient is temporarily impaired. No further information was provided.